Event description:
A pt reported experiencing inaccurate low results with a one touch profile meter. The pt's blood glucose results were 12, 40 and 78 mg/dl. Tests were done within 10 minutes. Pt treated themselves with food and beverage. No further info has been reported.